Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and a mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted (B)(6) 2004 in order to treat grade iii cystocele, mild stress incontinence, hypermobility of bladder neck, and sensations of incomplete bladder emptying concurrently with implantation of transvaginal sling and anterior colporrhaphy. No additional information was provided.